Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Tip of one 3.2x140mm bone pin broke off while surgeon was trying to drill the bone pin into the patient¿s femur. We replaced the bone pin with a 4.0x140mm bone pin.

Manufacturer narrative:
Reported event: it was reported that the bone pin broke while placing in the femur. Product evaluation and results: the product was unavailable for inspection as the product was not returned. Product history review: review of device history record revealed that (B)(4) devices were manufactured under lot w50289-1 and all were accepted on 05/04/2017. No non - conformances were identified during the process. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 143140, lot number w50289-1 shows 01 additional complaints related to the failure in this investigation. These complaint is (B)(4). Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been an (B)(4) and CAPA (B)(4) are associated with the product and failure mode reported in this event.

Event description:
Tip of one 3.2x140mm bone pin broke off while surgeon was trying to drill the bone pin into the patient¿s femur. We replaced the bone pin with a 4.0x140mm bone pin.